Event description:
Additional information received that the lead was explanted and was returned to boston scientific. The dislodgement was confirmed by testing the lead post implant as lack of lv capture and premature sensing were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to dislodgement. A new lv lead was successfully implanted. The lead was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.